Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to a broken grip tang. A piece measuring approximately 3.56 mm x 1.86 mm in size was found to be broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia repair procedure, the tips of the force bipolar instrument were observed to be misaligned, and a fragment fell broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer confirmed that the broken fragment came from the instrument's wrist and that there was no tip misalignment prior to insertion. A thorough search was performed by the physician to confirm complete retrieval. No additional surgical intervention was required and no intraoperative or post-operative imaging (e.g., x-ray or ultrasound) was deemed necessary. The patient did not experience any complications as a result of this event, and the procedure was completed as planned. The retrieved fragment was discarded in a sharps container by the operating room staff.